Event description:
A hospital in (B)(6) reported, via a distributor, that in a set-up involving an rt205 adult inspiratory heated breathing circuit ('the breathing circuit'), the alarm on the humidifier was activated whereupon attending medical staff replaced the breathing circuit. This resolved the alleged problem. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a healthcare facility in (B)(6). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. Method: the electrical resistance of the heater wire in the inspiratory tube of the returned rt205 breathing circuit was tested using a multimeter. Results: the inspiratory heater wire exhibited an open circuit due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. A lot check could not be carried out as no lot information was provided. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. (B)(4).